Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 3000 ml eva tpn bags tore near the top of the bag after being pumped, leading to a leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection with naked eye was performed and no defects were found. Functional testing was performed by filling the bag with water and squeezing firmly and no leaks were identified. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.